Event description:
It was reported that noise oversensing of the rate sensor was observed, on stored events. High out of range pace impedances were also observed. Technical services suggested that the health care professional (hcp) could consider monitoring or that the sensor feature could be programmed off. The hcp was going to discuss further with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.